Event description:
A 3 year old with complex congenital cardiac arrest underwent a fontan procedure on 7/15/96. Developed renal failure s/p surgery and required cvvh. Staff experienced intermittent occlusion of the catheter with no obvious evidence of a defect. A catheter discarded when removed. Cvvh discontinued due to frequent alarming with child expiring several hours after therapy discontinued. Ventricular dysrhythmias were refractory to treatment. This is being reported only as a precautionary matter.